Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring additional stenting. Device issue: none. It was reported via a trial, that the target lesion was in the proximal to mid lad with 80% stenosis and mild calcification. After direct stenting the 3.5 x 18 mm promus, a grade f dissection was observed distal to the target lesion. A 2.5 x 28 mm promus stent was implanted to treat the dissection. A second de novo lesion was treated in the mid lad with a 2.5 x 15 mm promus stent. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion - product performance engineering reviewed the incident info. Dissection is listed in the IFU as a known adverse event associated with coronary stenting. The IFU also cautions that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stent, or other)." It was also noted that the lesion was treated by direct stenting. It should be noted the IFU states. "Pre-dilate the lesion with a ptca catheter." However, in this case, a conclusive root cause for the reported event and the relationship to the device, if any, cannot be determined.